Manufacturer narrative:
Hospital called with a complaint that they had a small fire in the active or. They believe it was started because of fluid in the iec power port during the uro procedure. Circumstances surrounding the incident: it was a wet case - bladder resection. The patient was positioned over the power plug at the typical head of bed. The plug appeared to be broken and the nurse involved stated that the plug wasn't in all the way when she checked it after the fire. It was loose on one side (the consensus is that it was likely missing a screw.) They threw water on the fire to put it out. Customer needs followings for replying to hospital; the availability of some sort of base drape to protect the outlet. How other facilities position patients during these procedures (wet cases), along with any other relevant information. If a rubber flap around the cover is possible. If a water tight plug can be designed. It is to keep water out of the recessed power plug when the power cord isn't being used. Investigation details: base drape. We do not prepare nor handle base drapes for operation tables including 6702 hercules. How other facilities position patients. We are afraid that we do have less information than skytron about the patient's positioning in other facilities in the us. For preoperative preparation, please check that the surgery table does not interfere with other instruments, the code catch, and the visibility to the patient's condition. Rubber flap and water tight plug. We have determined that there is no need to adopt rubber flap nor water tight plugs as the result of risk analysis based on the occurrence frequency of such events, however, we take this information seriously as inputs for future product development. As a matter of fact, in the past, by your request, we had once adopted a water-proof plug, but there was a case in which the plug was broken because of the difficulty in leaving the plug, and we adopted the current plug. We are open to discuss this matter with you to re-develop such plugs upon your formal request. Fire cause. We received information that the screws of 3p inlet were loose. With the power code connected to the operating table, if the operating table has been stressed laterally it will cause the screw to be loosened. We determined the mechanism of this event that it is caused by the following multiple conditions such as "moisture, dust, fluids, etc. Adhere to 3p inlet which has loose screws, making short-circuit in the power supply system, resulted in firing."

Event description:
Customer called with a complaint that they had a thermal event in the active or. They believe it was started because of fluid in the iec power port during the uro procedure. Circumstances surrounding the incident: it was a wet case - bladder resection. The patient was positioned over the power plug at the typical head of bed. They use this positioning as a request from anesthesia because they have a hard time reaching the patient when the base is blocking anesthesia. The plug appeared to be broken and the nurse involved stated that the plug wasn't in all the way when she checked it after the fire. It was loose on one side (the consensus is that it was likely missing a screw). They threw water on the fire to put it out.